Manufacturer narrative:
Product will not be returned as it remains in service.

Event description:
This implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. This device remains in service. Patient was reported to miss follow ups for a year. No adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was filled to provide additional information on the case, as the device was explanted. As a result, fields b5 and d7 were updated. Fields d2 and e1 were corrected. The device was returned, device evaluation results were added to h10 field, and field h6 was updated in consequence. Patient code 3191 captures the reportable event of surgery. This device was thoroughly inspected and analyzed. Review of the device memory confirmed that a low voltage alert was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory remained sufficient to ensure therapy availability/delivery while the device was implanted. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a latent current leakage path within the battery itself, which resulted in a partial depletion of the battery. This behavior is caused by a latent electrical leakage path that develops over time between the anode and cathode within the device battery. In certain circumstances, lithium metal ions can re-plate to form clusters that may result in an internal current leakage. A design enhancement was implemented in 2013 to enlarge the physical barrier between the electrode layers to prevent current leakage in the area of the battery that is most often affected by this behavior.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) declared a code 1003, indicative for voltage too low for remaining capacity. Patient was reported to miss follow ups for a year. Additional information revealed that the device was explanted and replaced. No additional adverse patient effects were reported. The device was returned and it is waiting for product analysis.